Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used for intermittent delivery of an unspecified medications. It was reported that the option-lok male adapter of the tubing set was connected to the patient's IV access site. After an unspecified time, the customer contact reported that the tubing separated from the clave port of the tubing set. It was reported that an unspecified volume of solution leaked and a "minimal" amount of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by reporter upon query by hospira personnel.